Event description:
Patient was implanted with the guardian system on (B)(6) 2022. Patient came in for a scheduled follow-up visit on (B)(6) 2024 and the programmer could not communicate reliably with the implant. The doctor discussed the problem with the patient and it was decided to explant the device and replace it with a new device. This was done on (B)(6) 2024. There were no adverse events associated with this issue. The explanted device was returned to the manufacturer for investigation. The battery was returned to (B)(4) for further investigation.